Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was being performed when the issue occurred. The procedure was completed by move the patient to another room. A philips field service engineer (fse) examined the system on-site checked the system and confirmed the reported problem. Upon troubleshooting, fse identified a flat detector power supply was defective. To resolve the issue, fse replaced the power supply in m-cabinet which supplies 24vdc to flat detector and return the part for further analysis, but no failure observed. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.